Event description:
After changing out patient's little sucker, I noticed that there was an audible suction leak as well as decreased pressure within my ballard suction (effected by the leak). I grabbed another little sucker and experienced the same problem. I then looked for a little sucker with a different lot number and this time there was no leak. After experimenting with the blue covers, it appears that the issue is with the little sucker itself.